Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires broke. There was no reported pt involvement. The ac power module was replaced to resolve the issue. The ac power module was not available for eval. We will consider this a malfunction of the ac power module where the connector pulled out and wires broke.

Event description:
The customer reported the ac power module connector pulled out and wires broke. There was no reported pt involvement.